Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose level was 348 mg/dl current. Customer can¿t hear alarms and issues with suspend not working it just spews insulin out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No audio/ vibrate anomaly noted.